Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was not adequately performed for the reported symptom. The opportunity to assess the device for functionality and troubleshoot for cause has been lost due to the device no longer being in the received condition. The device will be required to pass all calibration and release testing during the service process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an end user states pump is not pumping fluid. There was no patient involvement associated with this event. No additional information is available.